Event description:
Facility reported the brakes would not lock.

Manufacturer narrative:
Tech found the front of the bed would move slightly when brakes were engaged. The tech adjusted the brake/steer pedal and the bed functioned to specifications.